Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer further reported having high blood glucose and not being able to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered 15 units of insulin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0063hr7zw has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, a crack in the sensor neck was observed which is indicative of an insertion failure. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer further reported having high blood glucose and not being able to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered (B)(4) of insulin as treatment. There was no report of death or permanent injury associated with this event.